Event description:
Healthcare professional reported a right side rupture confirmed during explanting surgery. Deceit has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side rupture confirmed during explanting surgery. Device has been explanted.